Event description:
It was reported that the valve was explanted after an implant duration of approximately 7 years due to aortic stenosis. Per the op report, patient recently presented with congestive heart failure and pulmonary hypertension. Re-evaluation suggested that her aortic valve gradient of 100 mm was due to dystrophic calcification and that she had developed and ascending aortic aneurysm. The device was replaced with a new edwards bioprosthetic valve.

Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcification reported. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Manufacturer narrative:
Evaluation summary: as received, all 3 leaflets had cut sections that were not returned with the valve. Heavy calcification was observed in the cusp areas of leaflets 1 and 2, moderate to heavy calcification was observed in the cusp area of leaflet 3. The free margins of leaflet 2 and 3 exhibited moderate calcification, free margin of leaflet 1 exhibited minimal calcification. Calcification restricted mobility in the leaflets and most likely led to stenosis. The x-ray demonstrated calcification. X-ray. The explanted device was returned to edwards for analysis, which confirmed the initial report of stenosis caused by calcification of the prosthetic valve. There is no change in the original conclusion of this case.